Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set which burst while being used with a power injector. According to the report, the power injector was connected to the middle y-site and upon the injection of contrast through a power injector, the tubing burst right above the second y-site. It is unknown if the set was clamped off above that y-site. In both events, tubing had to be switched out to proceed with the CT scan. The facility usually uses pressure-rated bd sets which are bonded to extension sets in order to administer contrast solution. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should additional relevant information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. During visual inspection a rupture, approximately 1/2 inch in length, was found in the tubing. The rupture was located above the middle y-site. The cause of this reported malfunction was determined to be related to the user; this product is not approved for use with a power injector. The label copy has been found appropriate. Should additional relevant information become available, a follow-up report will be submitted.